Event description:
The customer reported the evis exera ii ultrasonic bronchofibervideoscope had no image. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was not confirmed and the image was ok during inspection. Also, evaluation found the scope passed the water dunk test, glue on the probe tip was peeled, the bending section cover was cracked, one element in the ultrasound image was broken, switch #1 was cut, the bending section was cut, and the label was illegible. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was unable to be replicated. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the image issue was found during installation of the scope.